Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed precision tests and quality controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results on their au680 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.